Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified (damaged usb pins).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred and that pump was not delivering insulin as intended. The customer continued to use the pump for insulin therapy and had an alternate method of therapy as back-up. There was no reported impact to blood glucose.